Event description:
Patient was revised to address pain and elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
Update (B)(4) 2017: litigation record received. In addition to what previously alleged, litigation also alleges limited mobility and discomfort, and elevated metal ions caused by corrosion and friction and wear. Added new complainant information.this complaint was updated on. (B)(4) 2017.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis.